Event description:
A malfunction alarm identified as malf 5 was reported. There was no reported impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup insulin delivery method, and technical support arranged for a pump replacement. Additionally, the customer was instructed on how to put the pump into storage mode and was directed to return the defective pump using a pre-paid label within ten days, which the customer acknowledged.